Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital for diabetic ketoacidosis. The patient's daughter-in-law reported that the personal diabetes manager (pdm) was not working and could be lost. The patient was still at the hospital at the time of reporting so additional information was unavailable. Further information is being solicited, if information is provided a follow up report will be submitted.

Manufacturer narrative:
See b5 for additional information reported.

Event description:
It was reported that the patient went to the hospital for diabetic ketoacidosis. The patient's daughter-in-law reported that the personal diabetes manager (pdm) was not working and could be lost. The patient was still at the hospital at the time of reporting so additional information was unavailable. Further information is being solicited, if information is provided a follow up report will be submitted. On january 23, 2025, additional information was provided for this case. The patient lost her pdm while in florida and switched to an insulin pen for treatment.